Event description:
This report addresses the issue of use error, reuse of supplies. During troubleshooting for a check patient line alarm on a home choice (hc) device during fill 1 of 7. The baxter technical representative (tsr) verified that only the heater bag was changed out and other bags and cassette were not changed. The tsr explained that she was risking herself of an infection using the connected supplies. The tsr advised the home patient (hp) to dispose of the current supplies attached and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, baxter contacted the hp and informed the hp of correct procedure and to change out all supplies and not single components. The hp understood.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.